Event description:
It was reported that, during the case, the view of the scope was black. A s&n back-up device was available to complete the procedure with neither delay time nor patient injuries.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the view of the scope was black. A visual inspection was performed and showed the scope to have distal tip damage and a bent outertube. This damage is caused by contact with another source. No manufacturing related defects were observed.